Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured a series of no external power events on (B)(6) 2021 that were caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis, and a log file was submitted for review with events spanning approximately 10 days (20dec2021 ¿ 29dec2021 per timestamp). The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested on 18apr2022. The mpu was ran for several days without triggering any power alarms. The reported event was unable to be reproduced. A full functional check was performed and the mpu passed all testing without issue and was returned to the customer site. There was an incidental finding of superficial jacket damage on the ac power cord. The returned power cord¿s outer jacket was removed at the site of damage. No damage was observed to the underlying wires. The damaged ac power cord did not affect the functionality of the unit. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 16jul2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The series of no external powers occurred on (B)(6) 2021 at 2:38:53. The patient had a locking power cord for the mpu, denied pulling the cord out of the wall, and denied taking both batteries out at the same time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 10 days (20dec2021 ¿ 29dec2021 per timestamp). A total loss of power event that was associated with low power hazard, no external power and power cable disconnect alarms was active on 24dec2021 from 02:38:53 ¿ 02:39:21. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The backup battery provided power to the system during these events. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if any equipment was replaced and if it would be returned, if the mpu had a v-lock connector on the ac power cord, if it was known whether any environmental circumstances may have caused the reported event, or if the power cord came detached from the unit. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit (mpu). Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage advisory and, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.